Manufacturer narrative:
Ethnicity: requested but not provided. Race: requested but not provided. This report is being submitted as follow up no. 1 to provide an update on the section and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.

Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested, information not received. Race - requested, information not received. Expiration date - requested, information not received. Implanted date: device was not implanted. Explanted date: device was not implanted. Device manufacture date - requested, information not received. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00221 and 2243441-2017-00223.

Event description:
This report is being submitted in response to user facility medwatch report # mw5073130 was received from the FDA. The event description states the following: the patient had groin complications from angioseal closure device.